Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. Product was being used to suture the stomach remnant to mesentery. The suture with the needle attached fell into the patient's cavity. Both the suture and needle were retrieved laparoscopically with a grasper. No x-ray was performed. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary : post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.